Event description:
Reporter stated hcp was unable to remove the peg tube manually or by endoscopy after multiple attempts. They were unable to break, collapse or remove the internal bumper. Surgical removal was required as the device appeared to be calcified. One pt involved.